Event description:
The 840 ventilator stopped cycling while in use with a patient. The patient was not harmed or injured by the event. The nellcor puritan bennett customer support engineer (cse) verified the vent inop error codes in memory. The cse inspected the device and replaced the psol and the ai pcb. The unit passed extended self testing.